Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis while hospitalized for an unrelated indication. The cause was unknown. On an unreported date, the patient was treated with vancomycin (1 gram, route and frequency not reported) and cefazolin (1 gram, route and frequency not reported) for the peritonitis. Nine days after the event onset, the patient was discharged from the hospital and was recovering from the event. Action taken with pd therapy was not reported. Additional information is not available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.